Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of delayed healing, wound dehiscence and extrusion are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known adverse event addressed in the labeling.

Event description:
Patient called to report right side implant "fell out." Patient clarified device was implanted and incision did not heal. Patient explained incision "got bigger and bigger until device fell out." Device was explanted.